Event description:
During a subacromial decompression procedure with a super turbovac 90 with integrated cable, the pt sustained a burn approx 1 inch in size (size of a quarter) around the pt's skin at the lateral portal. The severity of the pt burn was not known. The doctor noticed the wand had lost some of its black insulation around its distal tip. The doctor reportedly stated he must have damaged the wand when he was inserting it in the surgical site and allowing it to repeatedly rub up against the acromion. The physician's opinion of the cause of the burn was stated as due to an inadequate irrigation flow. The burn was treated with dressing.

Manufacturer narrative:
Pt age was requested but not provided. The device was discarded and isn't available for investigation. Since the device was not returned and the lot was not provided, a complete investigation cannot be performed.